Manufacturer narrative:
Significant glare and/or halos (under night driving conditions) is identified in the labeling as a known potential adverse event following icl implantation. H6 - type of investigation: 4110 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/haloes. The lens was explanted. The problem was resolved. The patient elected not to replace the lens. Cause of the event was reported as unknown.